Event description:
Pt reported that they developed an infection from the dual pump in orthopaedics.

Manufacturer narrative:
Evaluation summary: the info contained herein is based on the info provided by the initial reporter. No sample was received for evaluation and investigation. A new, unused sample was being submitted for evaluation, but has not been received. No info was received that indicated any malfunction of the pump. Without the actual product, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent lab testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with surgery, the device was introduced to the surgical site in a sterile condition. Any complication following thereafter, is most likely due to other postoperative factors. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.